Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a colonoscopy last week and turned therapy off for the procedure and since then the patient is shaking a lot and therapy doesn't seem to be working. Caller states they called the healthcare provider and have an appointment next week. They replaced the programmer batteries the programmer showed therapy to be on/okay on both sides. They state it shows that but is not working because patient is shaking. Recent electromagnetic interference environmental exposure was the colonoscopy. No further complications were reported or anticipated with this event.